Manufacturer narrative:
Further information was requested but not received. Investigation results will be provided in the final report. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During follow-up, the device was found to have reached the elective replacement indicator (eri). The device was explanted and replaced due to suspected premature battery depletion. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: the reported field event of premature battery depletion was confirmed. The cause of the premature depletion was found to be due to excess current being drawn from the circuitry. The high current was due to a hybrid anomaly.